Event description:
Reportedly, physician was attempting to cross a long sfa cto lesion with the guidewire and unknown support catheter. After several times unsuccessful attempt, it was felt that the guidewire got stuck in the catheter. When it was removed out, it appeared frayed like a fishing line. No harm to the pt is reported.

Manufacturer narrative:
Coil of the guidewire was elongated long to approx 150cm while the guidewire was not separated but was entirely one unit up to the tip end. Close observation of the separated core wire revealed the trace of torsion to clockwise direction. Lot history review revealed no anomaly relating to the reported event. Obtained information and the outcome of investigation of returned guidewire suggested that the guidewire distal end might be trapped by the lesion or some other cause, where torque rotation to clockwise direction might be given excessively, resulting breakage of the core wire due to the accumulated force exceeding the product design limit. The guidewire might be removed out while the coil was getting elongated. Warning section of IFU described: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. When torquing this guide wire inside the blood vessel do not torque continuously in the same direction. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. There are pt risks when using any guide wire including those that may result from damage to or breakage of, the guidewire.